Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was missing an electrode. Customer inserted the sensor in their belly and the sensor was retracted or damaged. Customer's blood glucose was 6.5 mmol/l. Customer stated that it happened with 5 sensors in the same package. A replacement sensor will be sent.